Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" message and the pacer output was not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's reports were observed during initial testing. However, the device was put through extensive testing without duplicating the reports. The analog board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.